Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped bending section cover, the cause was due to an expected or random component failure without any design or manufacturing issue, due to problems caused by an excessive or inadequate physical force exerted on it by another object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited a chipped adhesive on bending section cover. There was no patient involvement.